Event description:
Additional information received on 03 nov 2023: on (B)(6) 2023 the patient underwent surgery to remove the buried bumper, which was completely buried. The spouse reported that the surgeon tried to remove the tube by suction and which was impossible given the adherence of the plate to the wall of the stomach. The surgeon recommended to keep the tube implanted as it does not bother her and will be visiting the hospital to remove the tube.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient spouse reported that on (B)(6) 2023 after a surgeon replaced the patient's tubing, the "probe had "buried in hours." The spouse stated that the surgeon informed the family that if the tubing had to be changed again, it would be done again by surgery.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.